Manufacturer narrative:
B3 date of event: date of event was approximated to 07/01/2025 as no event date was reported. Device evaluated by MFR.: the device was returned for analysis. Visual and tactile inspection showed the balloon was returned deflated. Microscopic analysis noted a pinhole 1.4 cm from the distal tip. The tip, shaft, and markerbands revealed no issues or damages. Leakage analysis noted the inflation liquid coming out from the pinhole during an attempt to inflate.

Event description:
It was reported that a balloon rupture occurred. A trapper balloon was used for treatment. During the procedure, it was noted that the balloon ruptured during inflation. The procedure was completed with a different device. No complications were reported, and patient was good post procedure.

Manufacturer narrative:
B3 date of event: date of event was approximated to 07/01/2025 as no event date was reported.

Event description:
It was reported that a balloon rupture occurred. A trapper balloon was used for treatment. During the procedure, it was noted that the balloon ruptured during inflation. The procedure was completed with a different device. No complications were reported, and patient was good post procedure.